Event description:
I had the essure placed in (B)(6) 2013 but since then I have had severe pain in my lower back which I have every day, and other pains, and headaches from it and I feel its jeopardizing my health and I can't have that since I am a single mom raising my 2 sons alone. I would like to be removed but also want to make sure my tubes are okay in case I want to get pregnant again since getting remarried.